Manufacturer narrative:
E1-(B)(6) e1- address-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a b30 scope communication error during an inspection for use involving an olympus colonovideoscope. There was no patient involvement.